Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was observed that the macro inlet connector was detached from the tubing. The reported condition was verified. The cause of the reported condition could not be determined; however, the possible cause for the inlet connector found detached from the tubing was due to inadequate or lack of solvent (cyclohexanone) being applied to the outer diameter of tube when it was inserted to the macro inlet connector in the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the joint of the white pipe of a vented high-volume inlet leaked. The issue was identified in the pharmacy before patient use. There was no patient involvement. No additional information is available.